Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips were malforming during the firing. There was no patient consequence. The procedure was completed with another device of the same product code.